Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 01/04/2016 with the following findings: no abnormal pump behavior was confirmed or duplicated with investigation. Review of the pump¿s black box revealed no evidence of abnormal pump behavior or related issues. An auto-off was observed in the black box at 00:35 on (B)(6) 2015; delivery resumed at 01:38 (B)(6) 2015. The total daily dose history was appropriate per the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient's blood glucose on an unspecified date was above 500 mg/dl without signs or symptoms of hyperglycemia. An auto-off issue was reported which was determined to be due to use error. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. This complaint is being reported because the reported health event was attributed to a pump use error. There was no indication or allegation of a device malfunction.